Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: anvil pocket condition, good; cartridge batch number, a-j00h0c b-j00g; cartridge condition, good; cartridge positioned properly, yes; closure trigger position, open; driver condition, good; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, yes; retaining pin arm condition, good; retaining pin condition, a-good b-detached and staples present, yes. Functional tests & results: cartridge lockout functional, yes; cartridge rear cap present, a-no b-yes; closure stroke functional, yes; firing trigger lockout functional, yes; instrument cycled, yes; proper cartridge guide, yes; release button condition, good; staples fire properly, yes; staples form properly, yes; test cartridge batch number, j00h0c and trigger release condition, good; analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were two cartridges returned with the instrument. One of the cartridges, which was the original cartridge shipped with the instrument, was returned with the side rail gouged. The retaining pin and the end cap were also detached. Due to the damage to the cartridge, it appears as if the cartridge was not positioned properly on the instrument. The instrument was rec'd with a reload cartridge loaded on the instrument. This reload cartridge was positioned correctly on the instrument. The instrument was fired with the reload cartridge. It fired and formed all the staples as designed with no difficulties noted. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
It was reported during an esophagectomy the tx60g misfired a reload. The reload broke into several pieces and fell into the pt. The surgeon had a difficult time retrieving the pieces. 8/21/97 the rep responded and states it was reported to him by a nurse in the case the initial cartridge did not seem to be fiting right. She removed the cartridge and put it back in. The surgeon fired the device and the cartridge broke into many pieces falling into the pt. Or time was extended to recover the pieces. The surgeon used a ussc product to complete the case. The pt diagnosis is esophageal cancer.